Event description:
Customer called to report that enzol enzymatic detergent had splashed in an employee's eye. The employee was not using the product, however, was in the area where the instruments are put into the solution and the solution splashed. The employee was not wearing any eye protection as described in the product labeling. The employee flushed the eye and saw a physician assistant. The physician prescribed eye drops. A follow up phone call indicated that the employee was "fine".